Manufacturer narrative:
(B)(4). Upon follow up it was reported, on an unknown date, the patient had completed the course of antibiotics (vancomycin, amikacin and openium) and the effluent was clear. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as the patient reused a minicap. The patient was hospitalized for the event. On an unknown date, the patient started treatment with injection vancomycin (1 g; route, frequency, and duration not reported), intraperitoneal amikacin (150 mg in each bag; frequency and duration not reported), and intravenous openium (500 mg 3 times a day; duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. The patient's recovery status and outcome of the event were not reported. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.